Manufacturer narrative:
Upon receipt, the lead under complaint was found dissected. Only the distal fragment was received for analysis. It is reasonable to assume that the lead was dissected in the course of the explantation procedure. The returned lead fragment was analyzed. The visual inspection revealed that the insulation was, apart from the present dissection, free of breaches. Further analysis revealed abrasion marks along the fragment. The insulation was found intact at these positions. In summary, the lead was found dissected upon receipt, which occurred most likely during the explantation procedure. The analysis of the available lead fragment did not reveal any indication of a material or manufacturing problem.

Event description:
This lead had high thresholds and had been micro-dislodged and repositioned three times. The physician chose to explant and replace this lead. At this time, the physician also chose to prophylactically replace the pacemaker and revise the pocket to prevent future issues. Should additional information become available, this file will be updated.